Manufacturer narrative:
Additional information and corrected data: as per the additional information received, correction is required for the following fields: section b5: describe event or problem: through follow ups we learned that the lens was at 13 degrees instead of the intended 5 degrees. The pre-op visual acuity in the right eye on (B)(6) 2024 was 0.25; the lens was repositioned rotationally on (B)(6) 2024. Section b3: date of event: 17-sep-2024. Section d4: model number: diu225. Section d4: catalog number: diu225i215. Section d4: serial number: (B)(6). Section d4: expiration date: 13-jan-2027. Section d4: UDI number: (B)(4). Section d6a: implant date: (B)(6) 2024. Section h4: device manufacture date: jan 13, 2024. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the post-operative refraction is dissatisfactory in the right eye following implantation of a preloaded toric intraocular lens (iol). The lens has rotated and there is a plan to rotate it. Everything is fine with the left eye. Right eye (od) current axis in the slit lamp 13°; autorefractometer values: r:s=+ 0.25 z=- 1.00* 66 vcc 0.63 refraction: r.:s=+ 0.25 z=- 1.00* 71 vcc1.25 (measured with the maximum plus technique) visual acuity without correction on the eye chart at infinity: v 1.0 target refraction was emmetropia. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided section d4: catalog number: partial number indicated, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: partial number provided as the serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided section d6b: if explanted; give date: not applicable as the device remains implanted. Section e1 - telephone number (B)(6) section h3 - the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.